Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) fell from the packaging about 2-3 inches and began to beep. Backup mode was then noted on the ICD. This device was not used due to user concern, and the physician completed the procedure using a different ICD. The patient condition was stable.

Manufacturer narrative:
Reported complaint of device in backup mode was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.